Manufacturer narrative:
The technician cleaned and lubricated the CPR assembly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that when the head section is raised, it will suddenly lower back down unintentionally.